Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Post-paced t-wave oversensing was noted on a stored electrogram of the implantable cardioverter defibrillator. The patient did not receive therapy during the oversensing. Programming changes were made to the device. No further information was reported.

Manufacturer narrative:
Bench testing found the device to be normal. No anomalies were found.

Event description:
New information states that the device was explanted and replaced on (B)(4) 2018. No further information was available.